Event description:
Caller reported symptoms of hypoglycemia, drank pineapple juice based upon an aviva system blood glucose result of 54 mg/dl at 9:00 pm. Same system retest result 20 minutes later was 200 mg/dl. Same system retest result 1 minute later was 85 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.